Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-jun-2023. Investigation summary: photos received by our quality team for investigation. Through visual inspection of the picture sample, the cannula was observed exposed, and the grips of the safety sleeve were out of place. Additionally, sample received for investigation. Through visual evaluation, no damage to the injector observed, the safety sleeves are in perfect condition. A device history review was performed for lot 2203003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. To avoid damage to the safety sleeve grips, the injector must be removed by pulled it straight back and it cannot be forcefully engaged. It has been determined that this incident most likely occurred due to improper use.

Event description:
It was reported while using bd phaseal¿ luer-lock injector the injector needle was exposed from damaged safety sleeve of the injector. The following information was provided by the initial reporter, translated from japanese to english: this is a report about an exposed injector needle of 515540zat. The injector needle was exposed when the route was replaced for the saline. Another route was used for the last saline flush. Probably, the safety sleeve of the injector was damaged by the force applied when the product was reattached several times.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ luer-lock injector the injector needle was exposed from damaged safety sleeve of the injector. The following information was provided by the initial reporter, translated from japanese to english: this is a report about an exposed injector needle of 515540zat. The injector needle was exposed when the route was replaced for the saline. Another route was used for the last saline flush. Probably, the safety sleeve of the injector was damaged by the force applied when the product was reattached several times.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: no. H2: device return to manuf .? No. Investigation summary: photos received by our quality team for investigation. Through visual inspection of the picture sample, the cannula was observed exposed, and the grips of the safety sleeve were out of place. Injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. A device history review was performed for lot 2203003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. To avoid damage to the safety sleeve grips, the injector must be removed by pulled it straight back and it cannot be forcefully engaged. It has been determined that this incident most likely occurred due to improper use.

Event description:
It was reported while using bd phaseal¿ luer-lock injector the injector needle was exposed from damaged safety sleeve of the injector. The following information was provided by the initial reporter, translated from japanese to english: this is a report about an exposed injector needle of 515540zat. The injector needle was exposed when the route was replaced for the saline. Another route was used for the last saline flush. Probably, the safety sleeve of the injector was damaged by the force applied when the product was reattached several times.